Event description:
The reporter stated that the surgeon inserted a implantable collamer lens model icm115v4 in 2005 and explanted the lens and performed a cataract extraction in 2006, due to an inadequate vault of the lens in the pts eye causing an interior lens opacity.